Manufacturer narrative:
The definitive root cause could not be determined and potentially failure to follow instructions caused or contributed to this event.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and tore the dura. It was also reported that there was a minor delay. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and tore the dura. It was also reported that there was a minor delay. It was further reported that the procedure was completed successfully.